Manufacturer narrative:
Concomitant product(s): product ID: 4068-52 lead, implanted: (B)(6)1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed intermittent atrial lead undersensing on current and stored electrograms during atrial arrhythmias. In addition, a high right ventricular (rv) lead threshold measurement was noted. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.